Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-1928sf-3 devices were received for investigation. Visual inspection identified that only two threads remained along the first of the returned ar-1928sf-3 driver, and the corkscrew anchor at the distal end of the second driver had split at the third thread. It was reported that the bone quality encountered was "hard", and it was relayed that no bone preparation had been used. The observed condition is consistent with inadequate bone preparation prior to use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff repair procedure, the surgeon inserted ar-1928sf-3 lot: 13256588 suture anchor, into the humerus as he was screwing down the suture anchor the implant broke in half. The surgeon used a second ar-1928sf-3, same lot number and the same issue occurred. All broken fragment were removed. The surgeon used a punch and tap in the same insertion site, the case was completed by inserting 2-additional ar-1928sf-3 suture anchors different lot numbers.